Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the device had unresponsive buttons. The caller stated that the buttons did not begin to work in less than five minutes without a battery change. Advised the customer to remove the battery for five minutes and to insert a new battery, but the insulin pump still had a frozen display and the time was not advancing. Advised the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.